Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2008 and mesh was implanted for the treatment of vaginal cuff prolapse. The pt experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.